Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump dies at school and the basal settings on pump were erased. Also, the customer's mother reported a high blood glucose event, value unknown. No further information was provided by the caller. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.